Manufacturer narrative:
Upon receipt, the device was put through a series of automated tests that verified the performance of its memory, pacing, defibrillation, sensing and recording functions. The device case was then opened. Inspection of internal components revealed that one of the high voltage aluminum electrolytic capacitors had temporarily shorted, resulting in the extended charge time reported clinically. Root cause of the short was determined to be due to compromised dielectric (insulation) between an anode and cathode layer within the capacitor stack, coupled with internal compression. Memory review confirmed that subsequent charge times had recovered. Process changes aimed at mitigating this capacitor behavior have been implemented.

Manufacturer narrative:
Analysis is on going.

Event description:
--

Event description:
Boston scientific received information that this device declared end of life prematurely due to long charge times. The device was explanted and returned for analysis.